Manufacturer narrative:
H3: product analysis: evaluation determined that the customer allegation of burr could not be removed was confirmed. The likely cause of failure is due to tip bearing breakage/broken. It was also noted that the deterioration of the color code and marking was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the burr could not be removed. The patient impact was unknown. Additional information was received stating that breakage of the tip bearing was found during evaluation. Additional information received stating that there was no patient impact.